Manufacturer narrative:
Literature: huang, y., et al. (2016). "The feasibility and safety of a through-and-through wire technique for central venous occlusion in dialysis patients." Bmc cardiovascular disorders 16(1). Doi 10.1186/s12872-016-0411-3. Majority gender cine image review: the article included three series of cine images that illustrate the procedures used. The article did not indicate which brands of stents were involved with the cine series. Due to the quality and clarity of the cine images in the article positive identification of the stents in the cine images could not be performed.

Event description:
A study was carried out between jan 2011 and dec 2015 to examine the feasibility and safety of a through-and-through wire technique for central venous occlusion in dialysis patients. A total of 49 patients were examined in the study (28 males and 21 females; mean age 56.5 years, age range 29¿81 years). Eighteen protege stents were used in this study. The length of each stent was 10¿20 mm longer than the lesion, and its diameter was 10%¿20% larger than that of the adjacent non-affected vein. The cut-off value for the lesion length was 6.5 cm. During one month follow up, patients presented with post-operative complications; thrombus and dysfunction of access (2 patients), acute heart failure (2 patient) and acute pericardial effusion (1 patient).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.